Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer pfo occluder was selected for implant. During procedure, the left disc did not deploy correctly while inside the patient and instead had an inversed shape. Multiple attempts to flatten the disc were unsuccessful. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the cable and was exchanged for a new, unknown device, which was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but may have caused by use of larger than recommended delivery sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.